Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel further reported patient was revised due to patient allegations of pain, swelling, inflammation, dysfunction, bone/tissue damage, elevated metal ion levels, loss of range of motion, metallosis and lack of mobility. Legal document further alleges the presence of reactive and indurated effusion and synovitis that occurs with metal on metal debris during the revision surgery. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right revision on (B)(6) 2012 due to loosening of acetabular cup. Revision operative report noted the presence of a reactive and indurated milky effusion, synovitis, and metal debris. The modular head, taper adapter and acetabular cup were removed and replaced. No revision of the left hip has been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-00997 /-00998 /-07587 /-07588).